Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 138 mg/dl, 90 mg/dl, 155 mg/dl, and 74 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.